Manufacturer narrative:
(B)(4). Date of event - unknown; onset of symptoms approximately five years post-implant. Unique identifier (UDI) # - (B)(4). Explant date - unknown date in (B)(6) 2016. Concomitant product therapy date - unknown date in (B)(6) 2016. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00185 & 3002806535-2017-00186

Event description:
It was reported patient allegedly experienced pain and metal leaching into blood and surrounding tissue approximately five years post hip arthroplasty. Hospital tests allegedly confirmed metal leaching. Subsequently, patient underwent hip revision procedure approximately nine years post-implantation due to increasing problems. It was reported patient experienced further complications, resulting in a burst cyst, adhesions, and difficult mobility. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.